Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmennorhea (cramping) in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), abscess ("abscess") and menorrhagia ("menorrhagia) (heavy menstrual bleeding). The patient was treated with surgery (essure removal and oophorectomy (bilateral), other. Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, abscess and menorrhagia outcome was unknown. The reporter considered abscess, dysmenorrhoea and menorrhagia to be related to essure. The reporter commented: patient received treatment for menorrhagia (heavy menstrual bleeding), dysmenorrhea (cramping). In pfs it was reported that essure confirmation test: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2020: pif received. Event "abscess" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmennorhea (cramping)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included joint pain, morbid obesity, sleep apnea, smoker, vitamin deficiency and cesarean section (cesarean section, low transverse ¿ 2005, 2009, 2012, 2013). Concurrent conditions included uterine tumor excision. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), abscess ("abscess") and heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (essure removal and oophorectomy (bilateral),other). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, abscess and heavy menstrual bleeding outcome was unknown. The reporter considered abscess, dysmenorrhoea and heavy menstrual bleeding to be related to essure. The reporter commented: patient received treatment for menorrhagia (heavy menstrual bleeding), dysmenorrhea (cramping). In pfs it was reported that essure confirmation test: unknown. Date: (B)(6) 2018: operation: exploratory laparotomy, radical abdominal hysterectomy, bilateral salpingooophorectomy, and excision of tumor on bladder peritoneum. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2017: no intraabdominal or retroperitoneal lymphadenopathy. Enlarged, heterogeneous uterus w/ myometrial calcifications. Essure devices noted. Cystic changes in the r adnexa, 3.4x3.0cm. A 4.4 x 3.6cm ovoid cystic density w/l the r inferior pelvis posterior to the uterus. No axillary. Hilar. Or mediastinal lymphadenopathy. No lung nodules. Minor subpleural atelectatic changes w/l the l apex.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-jul-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmennorhea (cramping)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included joint pain, morbid obesity, sleep apnea, smoker, vitamin deficiency and cesarean section (cesarean section, low transverse ¿ 2005, 2009, 2012, 2013). Concurrent conditions included uterine tumor excision. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), abscess ("abscess") and heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (essure removal and oophorectomy (bilateral),other). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, abscess and heavy menstrual bleeding outcome was unknown. The reporter considered abscess, dysmenorrhoea and heavy menstrual bleeding to be related to essure. The reporter commented: patient received treatment for menorrhagia (heavy menstrual bleeding), dysmenorrhea (cramping). In pfs it was reported that essure confirmation test: unknown. Date: (B)(6) 2018: operation: exploratory laparotomy, radical abdominal hysterectomy, bilateral salpingooophorectomy, and excision of tumor on bladder peritoneum. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2017: no intraabdominal or retroperitoneal lymphadenopathy. Enlarged, heterogeneous uterus w/ myometrial calcifications. Essure devices noted. Cystic changes in the r adnexa, 3.4x3.0cm. A 4.4 x 3.6cm ovoid cystic density w/l the r inferior pelvis posterior to the uterus. No axillary. Hilar. Or mediastinal lymphadenopathy. No lung nodules. Minor subpleural atelectatic changes w/l the l apex.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Medical history and reporter information was added. Lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmennorhea (cramping)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (essure removal and oophorectomy (bilateral),other). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea and menorrhagia to be related to essure. The reporter commented: patient received treatment for menorrhagia (heavy menstrual bleeding), dysmenorrhea (cramping). In pfs it was reported that essure confirmation test: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- menorrhagia (heavy menstrual bleeding), dysmenorrhea (cramping). Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.